Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The device evaluation report stated that the suspected device exhibited dark image due to broken light guide bundle. Upon farther evaluation of the returned device, the following defects were found: electrical connector worn out, dirty light guide lens, dented nozzle, adhesive on bending section cover or distal sheath (black covering of the bending section) detached, dented and shaved distal end cover, low angulation knob play, scratched scope connector cover, damaged light guide tube protractor damaged, and foreign material in forceps elevator due to insufficient or incorrect reprocessing of the scope. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the duodenovideoscope exhibited dark image and angulation issue. Upon inspection and testing of the returned device, foreign material was found in the forceps elevator due to incorrect reprocessing. This report is being submitted for the event found during evaluation. There was no patient harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information to b5 of the initial medwatch. The following information was received from the customer. The event occurred during reprocessing. The customer has been trained by us and practicing the same steps as per IFU. However, there is the possibility that instead maj-1534 (angled brush) they are using normal soft bristle brush for distal end / elevator area. Correction to g3 of the initial medwatch. The aware date should be 17-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user did not use the recommended brushes on forceps elevator, which made foreign material remain at/around the forceps elevator. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "When brushing the forceps elevator and the forceps elevator recess, gently use a cleaning brush (maj-1534). Do not use a stiff brush or brush with excessive force even with the brush (maj-1534). Using a stiff brush or brushing with excessive force may damage the distal end of the endoscope and result in water leakage, cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work." Olympus will continue to monitor field performance for this device.

Event description:
The following information was received from the customer. The event occurred during reprocessing. The customer has been trained by us and practicing the same steps as per IFU. However, there is the possibility that instead maj-1534 (angled brush) they are using normal soft bristle brush for distal end / elevator area.